Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported wire break was unable to be confirmed as the wire had no visible breaks noted. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Based on the reported information, the investigation determined the reported wire break and unraveled/stretched coils appear to be related to operational circumstances of the procedure. It is likely that during retraction the coils stretched against the anatomy and/or other devices used causing the appearance of a break. The noted bend on the core is consistent with the tip shape process prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. UDI is unknown as the part and lot numbers were not provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. The supra core guidewire was used without issue then removed. Prior to re-inserting the wire in the patient, it was noted that the coil was unraveled at the proximal solder. The guidewire was exchanged for a new unspecified wire to successfully complete the procedure. It was stated that the physician is gripping the soldered part of the wire during straightening of the wire while advancing. The physician thinks that the soldering is weak and the cause of the issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.